Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for spinal pain. It was reported that the patient noticed the stimulation was turning off and the patient¿s pain returned. The patient noticed that this issue mostly happened during the nighttime and at least twice a week. The patient used their stimulation 95% of the time, adaptive stimulation and cycling was not programmed and they were programmed with high definition (hd) settings. Impedance measurements were within normal limits and the stim coverage was fine. Troubleshooting could not be performed due to lack of access to the patient¿s recharger, but the rep could obtain the recharging stats as the patient was on hd settings. There were no further complications reported or anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-02. The cause of the stimulation turning off and the return of pain was not determined. It was unknown if the issue resolved. The patient was unsure of their weight at the time of the event. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.